Event description:
It was reported in a service report that both of the siderails were stuck. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - glide rods for the side rails were dirty.